Event description:
The event is reported as: complaint alleges the device was not providing the surgeon with a clean-cut punch to the aorta during a CABG procedure. There was no injury to the pt and the pt has been discharged. The only issue was that the punch stuck when it was being used and didn't make a clean hole.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.